Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button tactile changes. The "up", "down" and "ok" buttons produce a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: visual inspection of the pump showed that there were some cosmetic defects. The symbols on the keypad were worn with no sign of physical damages. The ¿up¿, ¿down¿ and contrast buttons were responding intermittently while the ¿ok¿ button responded to presses. Removal of the rubber keypad revealed that there was contamination under the buttons that were responding intermittently. The cover to the bolus button was found to be detached.